Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent orif distal radius on (B)(6)2018 with variax distal radius system. Cast was removed in (B)(6) 2018. It was reported that the patient allegedly heard a "pop" a few weeks later. Patient was booked for removal of broken hardware and revision orif distal radius with synthes plating system on (B)(6) 2018.

Manufacturer narrative:
The reported event that volar smartlock dr plate, narrow, x-long was alleged implant breakage after surgery could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following, the plate was completely broken in two parts. Both the broken parts were received for evaluation. Close-up views (done by microscope) of the breakage surfaces clearly shows signs of mechanical overload due to nonunion. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a mechanical overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the patient underwent orif distal radius on (B)(6)2018 with variax distal radius system. Cast was removed in may 2018. It was reported that the patient allegedly heard a "pop" a few weeks later. Patient was booked for removal of broken hardware and revision orif distal radius with synthes plating system on (B)(6)2018 .